Event description:
The medex sales representative stated that while setting up a demonstration of the product, the syringe was very difficult to draw back on and air was noted in the contrast line every time the clinician drew back on the syringe. There was no patient involvement associated with this event.